Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d1, d2a, d2b, d4, d6a, d6b, h4, h6.

Event description:
Healthcare professional reported left side rupture and biocell replacement. Healthcare professional later reported no complaint for left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and biocell replacement. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.